Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing fatigue and some shortness of breath (sob). While standing, the patient had some dizziness and felt a pop in their chest. The patient's pump also started alarming while the patient was doing yard work; the patient went inside and noticed their pump flow was down to 1.8 lpm. They also experienced more sob at this time. The patient went to their local ER and was started on heparin and dobutamine before being transferred to a cardiovascular ICU. The patient was admitted with a presumed obstruction of their outflow graft. They were conscious and alert with no dizziness or sob upon arrival. The patient denied having any chest pain prior or during the low flow alarms, although they did have recurrent angina. A computerized tomography (CT) scan performed revealed a thrombus in the distal outflow graft near the anastomosis with the aorta. As surgical repair would require a pump exchange and place the patient at high mortality risk, the patient was upgraded to unos status 2 for cardiac transplant. They underwent a heart transplant on 30dec2021. The device operated as expected.

Manufacturer narrative:
Section a3: patient privacy laws prohibit the release of patient date of birth and should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported thrombus could not conclusively be determined. Heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended and will not be returned for evaluation as it was discarded during the transplant procedure. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.